Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged the customer obtained a result of 192 mg/dl on the aviva system compared back to back with a result of 103 mg/dl on the professional system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Procedure type: lap appendectomy. According to the reporter: the fin and a piece of the guard broke off during the procedure. No x-rays were taken, instead they searched the cavity for about 2 hours using camera visualization and hand instruments. All pieces were retrieved, however, the incision size was extended about 2 inches (pfannenstiel incision). There was no additional bleeding. The account has been using these devices for over a year. Patient was a thin male. No patient injury was reported